Event description:
Device malfunction: dislodged stent. Symptoms/ae: foreign body retrieval. Time of symptoms: during the procedure. It was reported that during a stenting procedure of the left subclavian on 2/2/2007, the stent came off the balloon before it was deployed. A snare device was used to retrieve the stent. The lesion was described as tight with heavy calcification. This was followed by pre-dilatation and the successful placement of a self expanding absolute. No patient injury reported. No additional information available.